Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of difficult to release from catheter. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "clip difficult to release from catheter" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy performed on (B)(6) 2026. It was reported that during the procedure, the resolution 360 clip was able to lock onto tissue but was difficult to release. Another of the same device was used to complete the procedure. There were no patient complications as a result of this event.